Event description:
It was reported that the ortholock ex-pin 3x110 broke during insertion into the tibia during the course of an orthopedic procedure. The broken pin fragment remains in the patient. This was the first time use of this pin, and was one of two pins used during the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. X-rays were taken as a routine part of the procedure. The procedure was completed successfully.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the ortholock ex-pin 3x110 broke during insertion into the tibia during the course of an orthopedic procedure. The broken pin fragment remains in the patient. This was the first time use of this pin, and was one of two pins used during the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. X-rays were taken as a routine part of the procedure. The procedure was completed successfully.

Manufacturer narrative:
During device evaluation, the reported event of a broken pin was confirmed. The device was discarded by the manufacturer following evaluation.